Event description:
Rv lead impedance increased by 30%. Currently measuring within expected range. Rv hvb impedance decreased by 30%. Still measuring within expected range. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).